Event description:
Customer reported that the sensor glucose readings and blood glucose readings have been way off from one another. Customer stated that she had been constantly alerted to incorrect information. Customer stated that she will receive an alert that her sensor glucose level is low, but when she checks it, she is fine. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.